Event description:
Additional information received noted the patient presented in clinic on (B)(6) 2020. No programming changes were made. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited lead noise. No changes were made. No patient symptoms were reported.